Event description:
It was reported that during a low anterior resection, the stapler was fired, 5 clips did not b-form but remained in u-shape. Surgeon had to suture anastomosis where the clips did not form. The stapler was not saved. The case was completed with no patient consequence.